Event description:
The complainant reported a patient was implanted with an impella cp device for hemodynamic support. It was reported that the patient had heparin induced thrombocytopenia, and increased purge pressure 1050 mmhg and poor purge flow of 2.0 ml/h. The purge pressure remained high after the liquid was changed. The decision was made to remove the impella cp device. No injury or patient harm was noted.

Manufacturer narrative:
The investigation for the reported delivery issues has been completed. The impella device has been returned for evaluation. However, due to the condition the pump was returned in and the lack of a returned purge cassette, a root cause for the reported high purge pressure could not be determined through this investigation. This report is being filed as part of a retrospective review of historical records. Impella cp with smart assist system instructions for use for the related event are as follows: section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿